Manufacturer narrative:
An on-site olympus representative confirmed that the subject device was working properly again. Reportedly, he had to clean a considerable amount of dust out of the socket. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, an attempt to clean the inside of the clv-190 socket produced considerable dust according to the onsite support specialist (oss). The phenomenon was solved by washing a lot of dust and dirt inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.